Event description:
It was reported that this ring was explanted after 5 mos implant duration due to mitral insufficiency, sepsis, fever and pannus formation on ring. "Signs of infection" were evident on echocardiography. No further info was provided.

Manufacturer narrative:
Device not returned.